Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure of the right eye, the lens could not be implanted through the incision at first, an alternate injector was used to inject the lens. A crack was noticed on the lens. The lens was exchanged and the procedure was completed. Patient harm was not reported.

Manufacturer narrative:
Evaluation summary: a sample was not received at the manufacturing site for evaluation for the report of crack in lens upon implantation; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).